Manufacturer narrative:
B5 (it was reported that the pump navigated onto the bolus screen without user interaction. During troubleshooting with tandem technical support, the touchscreen responded to presses.), h6 (add code 1559 and remove code 1311)

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 92 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer was not able to upload.